Event description:
Report was received from the FDA stating, "doctor was using the strully scissors, when one of the blades snapped off. Doctor immediately picked it out of the brain/skull area and gave it to the scrub nurse who in turn gave it to me. I packaged it, and gave it to the neuro clinical coordinator."